Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot specific product quality issue. Based on the available information, a cause for the reported clip opening while establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip failed establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. However, after the second clip delivery system (cds) was placed, while establishing final arm angle (efaa), the clip opened. Troubleshooting was performed and failed; therefore the clip was removed and replaced. Another clip was deployed without issues reducing mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.